Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that when the programmer was powered up, the electrocardiogram (ECG) showed noise across the screen. Technical support (ts) discovered that the ECG cable was not connected. Once the cable was connected, the noise went away. The programmer remains in use. There was no patient involvement.